Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle and proximal end of the cylinder; the outer and fabric tubing had been detached at the proximal end of both. Additionally, both cylinders had a hole in the proximal end of the outer tube from tubing wear. The first cylinder had frayed fabric threads from wear in the middle. When inflated with a syringe, the first cylinder had a bulge in the middle within the fabric threads and at the proximal end of the cylinder. The second cylinder had a leak within the proximal end of the cylinder from tubing wear. The reservoir and pump components were visually inspected and underwent leak testing. No visual damages, abnormalities or leaks were found in either of the components. Based on the information available and analysis results, the hole found in both cylinders could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed, and upon examination a tear in the cylinder was found. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed, and upon examination a tear in the cylinder was found. The device was explanted and replaced. No patient complications were reported.